Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the pediatric patient experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted in the abdomen. The parent noted that the patient was feeling sleepy, which was unusual, the cgm was reading 13.0 mmol/l after at that moment after which the parent performed a fingerstick which showed the blood glucose reading was 1.6 mmol/l. The parent gave the patient a glass of juice but after a minute, he was, according to the parent, ¿either unconscious or fell asleep.¿ the parents removed the pump and gave him a glucagon shot. An unknown time after the glucagon shot the parent did another fingerstick and the blood glucose reading was 5.0 mmol/l. The parent did not call an ambulance or any type of emergency number. Right after the event the parent called dexcom to report the event and stated that the patient was okay and active. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.